Manufacturer narrative:
Unit alarmed unexpected restart after battery change and resets time/date to factory default due to c13 voltage leak at interface board.

Event description:
The customer reported via phone call that insulin pump had received unexpected restart. A cold reset was performed. Customer also had blood glucose of 3.3 mmol/dl. The customer stated that the insulin pump was able to clear the alarms. The customer was able to rewind the insulin pump. Troubleshooting was performed. The insulin pump will be returned for analysis.